Manufacturer narrative:
One kangaroo epump was received with the customer complaint that it would not power on. The complaint was not duplicated. The unit was able to power up on battery power and on ac power; however, there was no startup tone. The root cause was isolated to a damaged pcba component. This damage occurs as a result of hard contacts with the upper screw boss of the unit's main housing. A formal corrective and preventative action investigation has been opened to address the issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit will not power on. Upon evaluation on 4/27/2018 the investigator found that the unit had no audio at start up.